Event description:
The iab kinked right after it was inserted into the pt. As a result of the event was bleeding when the iab was removed. The iab was inserted into the pt left femoral artery in the o.r. On 5/12/97. The iab pumped but the waveform was dampened. Then, the "rapid gas loss" alarm sounded from the pump. The iab was refilled but the artery got repaired. The pt was discharged after the event. Event complications: bleeding - rpt'd 5/12/97; injury/repair to artery - rpt'd 6/12/97. Pt current status: discharged - rpt'd 6/12/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: the iab was received for evaluation with the balloon membrane noted to be completely unfolded with the sheath noted to be severely kinked along its length. Visual examination revealed that a portion of the extracorporeal tubing was missing from the y-fitting. The membrane at the proximal taper was severely stretched. Kinks were noted in the inner lumen. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. It was not possible to satisfactorily pump the balloon due to its returned condition. Probable cause of difficulty: based on the condition of the returned iab, it was not possible to determine the exact nature of the rpt'd difficulty. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or pt movement. 2. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use. The kinks in the iab tubing would have contributed to the rpt'd pump alarms and dampened waveform.